Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via the submitted log file. The heartmate ii system controller, serial number (B)(6), was not returned; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 74 days ((B)(6)2021 ¿ (B)(6) 2021 per the timestamp). The log file captured yellow wrench advisory alarms active throughout the entire log file due to a driveline fault alarm. This fault indicated an issue relating with phase 3. Throughout the log file, phase 3 was measured much lower than phases 1 and 2. The system controller was exchanged and a log file was captured. The submitted log file contained data spanning approximately 10 minutes on (B)(6) 2021 (13:54:18 ¿ 14:04:38 per the timestamp). Throughout the log file, the 3 phases were in balance and there were no driveline fault alarms. Multiple attempts were made to obtain additional information about the reported event such as if the patient experienced driveline faults before this incident, and the dates that the previous driveline faults occurred; however, no response was given. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 07nov2014. Heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the, driveline fault alarm condition, and the actions to take if the alarms cannot be resolved. This section also informs the user that some alarms, including the driveline fault alarm, are only displayed on the system monitor and not on the system controller. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline fault alert, which was confirmed in the log files. The controller was exchanged and the alarms resolved. A log file analysis from the new controller confirmed that the driveline faults resolved.